Event description:
It was reported that the cartridge was not fully secured into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the pump and remove the o-ring from the pneumatic tap area, clean the area, and check the cartridge. It was identified that the o-ring was missing and the customer had reused a single-use cartridge. The customer acknowledged the issue and planned to load a new cartridge after the call, with the intention to call back if unable to resume insulin delivery.